Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of a handwritten note was included, and the lot number on the note matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all adject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic injection, the physician used a cook adject variable injection needle. When using the sclerosis needle, the user noticed great difficulty in testing its exposure [advancement]. After several unsuccessful attempts, there was one with exposure beyond normal. When retracting the tip, the mandrel came loose from the catheter lumen, making it impossible to use [unable to inject]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any further adverse effects due to this occurrence.